Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening posterior and anterior, crease fold and white particles. Leak test and microscopic analysis was performed which identified: opening puncture. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.